Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one guidewire and one introducer needle were returned for evaluation. It was noted that one of the inner core wires was protruding through the outer coil wire near the tip of the guidewire and stretching of the outer coil wire was also noted. A non-complainant guidewire of the same diameter was functionally tested with the introducer needle and could not be fully advanced. Based on the findings, the investigation is confirmed for the reported guidewire advancement issue, specifically due to a frayed guidewire. It is likely that the reported advancement issue occurred as a result of the identified frayed guidewire issue. However, the definitive root cause for the frayed guidewire could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Possible contributing factors include retraction of the guidewire against the introducer needle bevel, insertion technique and damage to the guidewire and/or needle. (Expiration date: 10/2019).

Event description:
It was reported that the guide wire was allegedly stuck in the needle and could not be advanced. It was further reported that another device was used to complete the procedure. There was no reported patient injury.